Event description:
It was reported that during an unknown procedure, the safety lock sometime either does not rebound immediately or it took a few seconds and slowly returned back to its position, and sometimes there's no audio feedback. Unknown how case was completed.

Manufacturer narrative:
Instrument b: exp date: 08/20/2012; MFR date: 09/20/2007; (reset button, bullet). Evaluation summary: the analysis results found that the instrument a was received in good condition. The instrument was functionally tested and no anomalies were found with the reset button (safety lock), it returns to its position as intended and the audio feedback is present. The instrument was fully functional and conforming to manufacturing requirements. The analysis results found that the d11lt instrument b was returned in good visual condition. The instrument was functionally evaluated and the reset button (safety lock) and bullet failed to return to the original position upon cutting and advancing through the skin test media; thus leaving the blade exposed upon advancement. The failure was noted during two non-consecutive test sequences. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.